Event description:
N/a

Manufacturer narrative:
Updated fields - e1(event site postal code - 169609,event site state - sg). A getinge field service engineer (fse) dispatched to investigate the issue on 17/4/23 from user: alarm message, no trigger check log files and found error code #67 and #107 plug in trainer to test, fse unable to replicate fault recommend to replace front end board and power management board will provide quote unit not safe to use until replacement. On 18/4/23 fse replaced front end board and power management board, pcba and fault cleared performed 30 psi transducer calibration, result ok run unit on balloon with trainer, result unit tested ok and handed back to user.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) unit had a loud noise alarm message no trigger. The unit was removed. There was no patient harm reported.